Event description:
It was reported that an unusual signal appeared on the bipolar signal of the EKG. The catheter was replaced with another from the same lot and the procedure was completed without incident. No pt injury occurred. The catheter is being returned to the manufacturer for evaluation.